Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) occurred. Critical ram parity error occurred in address 13 11 on (B)(4) 2016. Por severity is low so the device should be able to fully recover after reset. Patient was exposed to radiation therapy.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por). It was noted that the patient had radiation therapy on the date of the por. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.